Manufacturer narrative:
The pod was returned with the needle mechanism fully deployed. The soft cannula was free of damages and defects. The needle mechanism was also free of any damages and defects that would have led to the reported dislodging of the cannula. The exact cause of the reported event could not be determined. The device was received with the adhesive pad, no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. No damages or defects were present in the fluid path that would cause the reported leaking during wear. The pod data contained no evidence of any timeouts or drive stalls suggesting the pod did not struggle to deliver insulin. A leak test was performed, and no leaks were observed along the complete fluid path. The investigation found no damages or defects that would cause the pod to leak during wear. No problem was found.

Event description:
It was reported the patient's blood glucose level (bg) rose to over 250 mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge after insulin leaked and made the adhesive wet. As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.